Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic menstruation which was considerable heavy bleeding + [blood] clots as large as the palm of my hand)") in a female patient who had essure inserted (lot no. B44002) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced abdominal pain ("severe abdominal pain"). An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic intense fatigue that was unbearable, to the point where rest or sleep"), anaemia ("anaemia"), insomnia ("sleep difficulties"), dyspepsia ("digestive problems"), gastrointestinal disorder ("intestinal problems"), abdominal distension ("bloating"), abdominal pain upper ("gastric pain"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), aphasia ("language impairment (difficulty finding words),"), pruritus ("regular body itching"), loose tooth ("loosening of teeth"), gingival bleeding ("bleeding gums"), feeling cold ("am always feeling cold, particularly my hands and feet"), limb discomfort ("heavy legs"), back pain ("regular pain in the lower back"), muscle strain ("trapezius muscle and neck to the point of having to wear a neck brace"), genital discharge ("had a black blood discharge with a strange odour"), amenorrhoea ("I no longer had a period"), dysmenorrhoea ("have period pain"), dyspareunia ("I have sometimes experienced pain the day after having sexual intercourse") and metal poisoning ("metal toxicity which actually showed that my levels of tin, titanium, mercury and copper"). The patient was treated with surgery (nova sure curettag on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, fatigue, anaemia, heavy menstrual bleeding, insomnia, dyspepsia, gastrointestinal disorder, abdominal distension, abdominal pain upper, memory impairment, disturbance in attention, aphasia, pruritus, loose tooth, gingival bleeding, feeling cold, limb discomfort, back pain, muscle strain, genital discharge, amenorrhoea, dysmenorrhoea, dyspareunia or metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. X-ray (date unknown): doctor was pleased with the insertion and told me that everything was normal a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2023. The most recent information was received on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic menstruation which was considerable heavy bleeding + [blood] clots as large as the palm of my hand)") in a female patient who had essure inserted (lot no. B44002) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, she experienced abdominal pain ("severe abdominal pain"). An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic intense fatigue that was unbearable, to the point where rest or sleep"), anaemia ("anaemia"), insomnia ("sleep difficulties"), dyspepsia ("digestive problems"), gastrointestinal disorder ("intestinal problems"), abdominal distension ("bloating"), abdominal pain upper ("gastric pain"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), aphasia ("language impairment (difficulty finding words),"), pruritus ("regular body itching"), loose tooth ("loosening of teeth"), gingival bleeding ("bleeding gums"), feeling cold ("am always feeling cold, particularly my hands and feet"), limb discomfort ("heavy legs"), back pain ("regular pain in the lower back"), muscle strain ("trapezius muscle and neck to the point of having to wear a neck brace"), genital discharge ("had a black blood discharge with a strange odour"), amenorrhoea ("I no longer had a period"), dysmenorrhoea ("have period pain"), dyspareunia ("I have sometimes experienced pain the day after having sexual intercourse") and metal poisoning ("metal toxicity which actually showed that my levels of tin, titanium, mercury and copper"). The patient was treated with surgery (nova sure curettag on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, fatigue, anaemia, heavy menstrual bleeding, insomnia, dyspepsia, gastrointestinal disorder, abdominal distension, abdominal pain upper, memory impairment, disturbance in attention, aphasia, pruritus, loose tooth, gingival bleeding, feeling cold, limb discomfort, back pain, muscle strain, genital discharge, amenorrhoea, dysmenorrhoea, dyspareunia or metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [X-ray] (date unknown): doctor was pleased with the insertion and told me that everything was normal lot number: b44002. Manufacture date: 2013-06-18. Expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.